Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. Two days after the peritonitis diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of reflin (1 gram, frequency, duration and route not reported), tobramycin (40mg, frequency, duration and route of administration not reported) and heparin (2500 units, frequency, duration and route of administration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, treatment with antibiotic therapy was completed. At the time of this report, the patient was reported to be doing well, fluid was clear, and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.